Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: during investigation, the pump powered onto a blank display. There were multiple cs 052/cs 054 alarms. A unity test code downloader tool application was used to upload a test code to the master processors. U17 slave processor upload was unsuccessful; u17 slave processor failure is concluded. The pump was opened and a cold solder was found to the continuous glucose monitor inter-board gold pin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.